Manufacturer narrative:
Analysis found insulation abrasion at 14.5 cm from the connector pin due to friction to the device's can. This would cause the reported event when in contact with the ICD can.

Event description:
Reportedly, the doctor was inserting a swan-ganz catheter before an operation, the clinician felt that something was different with the guidewire and decided to remove guidewire out of the patient. There was some difficulty when the guidewire was removed. It was indicated that the clinician felt that the guidewire was "stuck". Both the catheter and guidewire were removed. It was stated that the guidewire was spiral shaped. There were no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had two vf episodes with charging but without high voltage therapy delivered. Physician elected to replace the lead.